Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty and further reports patient allegations of pain and elevated metal ion levels. There has been no reported revision procedure. Additional information provided in patient medical records indicates the primary surgery occurred on (B)(6) 2011. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on an unknown date. Subsequently, patient is alleging pain and increased metal ion levels, but it is unknown whether a revision procedure has occurred. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event date - it is unknown whether a revision procedure has occurred. Implant date - unknown. Explant date - it is unknown whether a revision procedure has occurred. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". Number fifteen states, "elevated metal ion levels have been reported with metal on metal articulating surfaces". The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in patient's legal complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, including product identification, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01175 & 1825034-2013-04609).

Manufacturer narrative:
This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01175-2 and 1825034-2013-04609-1).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty and further reports patient allegations of pain and elevated metal ion levels. There has been no reported revision procedure. Additional information provided in patient medical records indicates the primary surgery occurred on (B)(6) 2010. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.